Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have been having nerve pain in their buttock down to their leg starting the day after the procedure last week. Patient stated they think this may be sciatica. Patient was admitted at the hospital for their pain issues and today, they need to take an MRI today. Their registered nurse (rn) for the case requested assistance activating MRI mode to determine MRI eligibility. The rn was able to get the MRI eligibility screen and also mentioned their healthcare provider (hcp) was taking the patient back to surgery tomorrow and might remove the ins. The patient was redirected to their hcp to further address the issue.